Event description:
It was reported that a type iii endoleak, fabric on the right limb was observed by the physician. The physician did not know what caused the endoleak. The intervention consisted of relining the right limb, and banding the proximal neck due to aneurysm expansion from an unknown origin. An aneurysmorrhaphy of the aneurysm was also performed and part of the aneurysm wall was excised and closed again over the prosthesis. An extension of the left limb was implanted because the landing zone was noticed to be short and since there was other intervention required the limb was extended at this time.

Manufacturer narrative:
Film evaluation results are: two short length video¿s during an open procedure were reviewed. The videos were 14 seconds and 1 second in total length, and showed what appeared to be an interrogation of the patient¿s abdominal aortic aneurysm which had been previously treated with an endurant stent graft system. The aneurysm sac had been partially exposed, and aspiration was being performed along an unknown section of the stent graft. The video shows that during aspiration of blood from the stent graft, small bubbles of blood continued to seep out of the stent graft from a single location. No other stent graft issues were clearly observed. The exact cause of the reported type iii fabric endoleak could not be determined from these short videos during an open repair. The stent graft was not clearly visible in the images, and the precise location of the stent graft where this interrogation took place could not be determined. In addition, since the stent graft was not clearly seen, the possible cause(s) also could not be determined. Films post-implant showing the in-vivo configuration of the stent graft during the implant duration, as well as just prior to the open repair, were not available for return and review. It is also possible that manipulation of the stent graft and removal of thrombus during this intervention, may not have represented how the stent graft was actually performing in-vivo. Any medication that the patient may have been taking during this procedure (e.g. Heparin) may have also altered the blood coagulopathy with the resulting visual blood through the fabric. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the treatment of a fusiform 81 mm in diameter abdominal aortic aneurysm. It was reported that a type iii endoleak, fabric was observed by the physician. A secondary intervention was performed and the endoleak resolved. The investigator assessment states that the event was related to the study device; however, it was not related to the study procedure. No additional clinical sequelae were reported.